Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported that there was a 25 day difference between two telemetry handheld units that were used to read the device. The patient has been receiving the same dose without any adjustments.

Manufacturer narrative:
The pump was not returned for investigation as it is still implanted. A field support was provided to the surgeon to give support for the calculation of the next refill date. The update of the ¿next refill date¿ between the two pump interrogations is not due to the fact the 2 different control units were used. It is the consequence of a deviation of the remaining volume measured by the fls on october 10th from the theoretical remaining volume based on an average flow rate of 0.05ml/day. The impact of a deviation from the programmed flow rate is as more important as the flow rate is low (in this case 24 days over 267 days for an average programmed flow rate of 0.05ml/day). A DHR review was performed for the pump and it was observed that the pump met specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.